Event description:
Approx one week after implantation, pt had drainage and flattening of expander, indicating possible rupture. Pt taken to surgery and expander found to be ruptured; removed and replaced. FDA safety report ID# (B)(4).